Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen went blank, and automatically restarted itself out of no where, and now it is no longer recognizing the reservoir. Customer stated that they were able to clear the alarm successfully and also were able to rewind the insulin pump. Customer stated that insulin pump did not pass self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.